Manufacturer narrative:
Attempts to gather additional information regarding this event were unsuccessful. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to a product performance anomaly. No adverse patient effects were reported.